Event description:
An ipp device was implanted on 6/11/93. The cylinders were revised on 5/23/95. The pump and cylinders were removed from the pt on 5/9/97 due to leakage of the left cylinder. Ams has requested add'l info.